Manufacturer narrative:
Concomitant products: product ID: 74002, lot# n257767, implanted: (B)(6) 2011, product type: adapter. Product ID: 3487a-33, lot# l59627, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a-33, lot# l59445, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that the patient had spinal surgery not related to the device in (B)(6) and would like more stimulation in the right leg than the left leg. The patient stated she had been having issues since her surgery in (B)(6). The patient tried to make an adjustment on her programmer and it did not help. The patient stated her symptoms in her right leg have increased and became worse over the last month. The patient needed the stimulator reprogrammed. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.